Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 80-158 mg/dl. Customer declined troubleshooting and reverted to manual injections.